Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 45-year-old female patient who had essure (ess205) (batch no. 627433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginitis, uterine fibroids and endometriosis. In (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and mass ("large mass") and was found to have benign neoplasm ("tumor/teratoma / cancer type: benign tumor"). The patient was treated with surgery (to remove essure implant/hysterectomy with unilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, nausea, dysmenorrhoea, benign neoplasm, fatigue, uterine leiomyoma and abdominal pain outcome was unknown and the mass was resolving. The reporter considered abdominal pain, benign neoplasm, dysmenorrhoea, fatigue, genital haemorrhage, headache, mass, migraine, nausea, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2003 and (B)(6) 2009. Discrepancy noted in essure removal date: (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on an unknown date: result: a. Uterus. Cervix, left fallopian tube and left ovary (hysterectomy and lett salpingoophoreclomy): -cervix: no significant histopathologic abnormality. -endometrium: proliferative endometrium. -myometrium: extensive adenomyosis. -uterine leiomyoma largest measuring 16.0 cm showing areas of ischemic necrosis. -left ovary: subcortical cystic follicles. -left fallopian tube: no significant histopathologic abnormality. B. Peritoneum (biopsy): -peritoneal tissue showing endometriosis. Lot number: 627433 manufacture date: 2008-06 expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 45-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginitis, uterine fibroids and endometriosis. In (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and mass ("large mass") and was found to have benign neoplasm ("tumor/teratoma / cancer type: benign tumor"). The patient was treated with surgery (to remove essure implant/hysterectomy with unilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, nausea, dysmenorrhoea, benign neoplasm, fatigue, uterine leiomyoma and abdominal pain outcome was unknown and the mass was resolving. The reporter considered abdominal pain, benign neoplasm, dysmenorrhoea, fatigue, genital haemorrhage, headache, mass, migraine, nausea, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2003 and (B)(6) 2009. Discrepancy noted in essure removal date: (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion.. Pathology test - on an unknown date: result: a. Uterus. Cervix, left fallopian tube and left ovary (hysterectomy and lett salpingoophoreclomy): -cervix: no significant histopathologic abnormality. -endometrium: proliferative endometrium. -myometrium: extensive adenomyosis. -uterine leiomyoma largest measuring 16.0 cm showing areas of ischemic necrosis. -left ovary: subcortical cystic follicles. -left fallopian tube: no significant histopathologic abnormality. B. Peritoneum (biopsy): -peritoneal tissue showing endometriosis.. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received. Essure implant and explant date updated. Following events were added: abnormal bleeding (general), migraines, headaches, nausea, dysmenorrhea (cramping), tumor/teratoma / cancer type: benign tumor, fatigue, abdominal pain and large mass. Event severity added for: abdominal pain. Event onset date were added. Event outcome added for: large mass. Medical history and lab data were added. Other hcp added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 45-year-old female patient who had essure (ess205) (batch no. 627433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginitis, uterine fibroids and endometriosis. In (B)(6) 2009, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and mass ("large mass") and was found to have benign neoplasm ("tumor/teratoma / cancer type: benign tumor"). The patient was treated with surgery (to remove essure implant/hysterectomy with unilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache, nausea, dysmenorrhoea, benign neoplasm, fatigue, uterine leiomyoma and abdominal pain outcome was unknown and the mass was resolving. The reporter considered abdominal pain, benign neoplasm, dysmenorrhoea, fatigue, genital haemorrhage, headache, mass, migraine, nausea, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2003 and (B)(6) 2009. Discrepancy noted in essure removal date: (B)(6) 2014 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Pathology test - on an unknown date: result: a. Uterus. Cervix, left fallopian tube and left ovary (hysterectomy and lett salpingoophoreclomy): cervix: no significant histopathologic abnormality. Endometrium: proliferative endometrium. Myometrium: extensive adenomyosis. Uterine leiomyoma largest measuring 16.0 cm showing areas of ischemic necrosis. Left ovary: subcortical cystic follicles. Left fallopian tube: no significant histopathologic abnormality. B. Peritoneum (biopsy): peritoneal tissue showing endometriosis. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received. Essure lot number and product indication added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.